Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 7 of 57 devices were returned for evaluation. We are awaiting the return of 50 devices. Evaluation of 3 devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of 3 devices found excessive wear due to a lack of proper maintenance and lubrication. The devices had debris build-up. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of 1 device found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The device did heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 57 malfunction events where a midwest e plus handpiece overheated. No injury resulted in 41 of the events. 9 patients received a minor burn, no intervention was required. In 7 events, the event outcome is unknown.